Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) arrived onsite to evaluate the iabp unit and found that the unit was working to factory specifications. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. An additional contact at the facility was provided whose information is as follows: (B)(6).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) would not power up. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.